Event description:
It was reported that the patient's omnipod dash pdm (personal diabetes manager) was hot, and the battery was swollen. Additionally, the pdm when turned on would show the loading screen then power off. The patient reported blood glucose levels of 500 mg/dl as they have not been able to activate a pod due to the controller issues. The patient reported they were currently at their doctor's office for assistance with hyperglycemia; however, no medical treatment was provided other than routine care. If additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res#(B)(4) was implemented. We are unable to confirm or determine the root cause of the reported thermal event, as the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results.